Event description:
Boston scientific received information that high out of range impedances were noted on the right atrial (ra) lead. All other measurements remain stable. A follow up is scheduled. As this time the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this event will be updated.